Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error hardware low level failure alarm alarms noted during testing however, pump error hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm occurred second time. Customer's blood glucose was 176 mg/dl. Customer stated that the clear alarm and finish complete prime process. Customer stated that the performed self test and test was ok. Customer troubleshooting was performed. The insulin pump will be returned for analysis.